Event description:
An ultra 360 patient positioning system (mayfield 360 headrest) was reported to have shifted during use. There was no injury involved with this report however, the pt required repositioning.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.